Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. Patient's weight at the time of the event was (B)(6) lbs. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient saw a por message and therapy stopped. The patient stated that a few days ago the ins stopped working and the therapy shut off. The patient stated that they had thought the therapy stopped as they thought the battery had depleted and they went to charge and they saw the informational por. The patient was walked through clearing the por. The patient was able to turn stimulation back on. No further complications were reported or anticipated.